Manufacturer narrative:
Block e1: (initial reporter facility name): the reported health care facility is (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2025 during the procedure and inside the patient, the loop wire became bent while attempting to remove the polyp, which made it difficult to cut through. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the loop wire became bent while attempting to remove the polyp, which made it difficult to cut through. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result- the returned sensation snare was analyzed, a visual inspection was performed, and it was found that the working length was kinked at proximal section (strain relief). Additionally, it was found that the loop was bent. A continuity and electrical test were performed, and it was noted that the device was found to be within specification. No other problems with the device were noted. The reported event of loop failure to cut was not confirmed. It is likely that these problems occurred due to how the device was handled and manipulated, which may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.